Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) hypoglycaemic coma [hypoglycaemic coma]. Pen injects more units than the adjusted ones [incorrect dose administered by device] problem in the piston's movement, it hardly got out of the mechanical part to reach the cartridge back [device issue]. Case description: this serious spontaneous case from (B)(6) was reported by a consumer as "hypoglycemic coma" with an unspecified onset date, "pen injects more units than the adjusted ones" with an unspecified onset date, "problem in the piston's movement, it hardly got out of the mechanical part to reach the cartridge back" with an unspecified onset date, and concerned an adult male patient who was treated with novopen 4 (insulin delivery device) from unknown start date due to "diabetes mellitus", actrapid penfill (insulin human) (dose, frequency & route used - unk, unknown) from unknown start date due to "diabetes mellitus". Patient's height, weight and body mass index was not reported. Medical history included diabetes mellitus (type and duration not reported). On an unspecified date, the latest hba1c was 6.8 (unit not specified). On an unspecified date there was a problem in the piston's movement of novopen 4 and it hardly got out of the mechanical part to reach the cartridge back and the pen injected more units than the adjusted ones. So, the patient suffered from hypoglycemia. The blood glucose level at the time of the event was 37mg/dl and entered in a hypoglycemic coma. No treatment received just adjusted the dose of actrapid penfill. The reporter had been trained by a health care professional in the use of the pen. Patient didn't change from another pen to the current novopen 4. Batch number of suspect products were available. Action taken to novopen 4 was not reported. Action taken to actrapid penfill was not reported. The outcome for the event "hypoglycaemic coma" was not yet recovered. The outcome for the event "pen injectes more units than the adjusted ones" was not reported. The outcome for the event "problem in the piston's movement, it hardly got out of the mechanical part to reach the cartridge back" was not reported. Reporter comment: caller was asked to adjust the dose counter and to press on the dose button many times. The piston rod slightly moved out of the mechanical part then it did not move into the mechanical part again. The reporter stated that her son is using large doses ,so he can split the dose and change to another cartridge to get the intended dose.

Event description:
Case description: investigational results: name: actrapid penfill 3 ml 100iu/ml batch number: hr7j920 the complaint had been registered in the novo nordisk complaint handling system. The product was not returned for examination. A reference sample was examined macroscopically and analysed chemically. The reference sample was found to be normal. The results were found to comply with specifications. During investigation it had not been possible to detect any irregularities related to the complaint on a reference/retain sample of the batch in question. Name: novopen 4 batch number: cug1307 the complaint had been registered in the novo nordisk complaint handling system. The product was not returned for examination. The batch documentation was reviewed. Nothing abnormal was found. Since last submission the case updated with the following information: - investigational results updated. - manufacturer's comment updated - narrative updated accordingly manufacturer comment: 28-mar-2019: as the device (novopen 4) has not been returned to novo nordisk a/s for investigation and only very limited information regarding the handling of suspected device is available, it is not possible to identify a clear root-cause of the experienced adverse event and thus find similar incidents to the one reported in argus case 646801. The reported events are listed. This single case report is not considered to change the current knowledge of the safety profile of actrapid penfill. Continued: evaluation summary name: novopen 4, batch number: cug1307 the product was not returned for examination. The complaint had been registered in the novo nordisk complaint handling system. The batch documentation was reviewed no abnormalities relating to the observed problem were found. The batch documentation had been reviewed. Nothing abnormal was found.